Manufacturer narrative:
(B)(4). Method: the subject opt944 optiflow + adult nasal cannula was discarded by the healthcare facility and thus was not available to be returned to fisher & paykel healthcare (f&p) for assessment. Our investigation is thus based on the information provided by the customer, previous investigations of similar complaints and our knowledge of the product. Results: the customer reported that the tubing of an opt944 optiflow + adult nasal cannula was found to be damaged. The patient's oxygen saturation decreased to 70% spo2. The opt944 optiflow + adult nasal cannula was replaced, and the patient oxygen saturation recovered to 96% spo2. No further patient consequences were reported. Further information was retrieved from the customer stating that the patient has chronic obstructive pulmonary disease (copd), exogenesis, hepatitis a, thrombocytopenia, acute pancreatitis. In addition, the customer was unable to confirm if the blue clothing clip was used or if the tubing was accidentally pulled or became caught in other equipment. Conclusion: we are unable to determine the cause of the reported event. However, based on the information provided and our knowledge of the product, the damage observed was likely caused by the tubing being pulled. In addition, when the blue clothing clip is not used, additional load may be applied to the tubing which could contribute to the damage observed. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is rejected. The subject opt944 optiflow + adult nasal cannula would have met the required specifications at the time of production. The user instructions which accompany the opt944 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube, to prevent loss of therapy." - "failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A healthcare facility in france reported that the tubing of an opt944 optiflow + adult nasal cannula was found to be damaged. The patient oxygen saturation decreased to 70% spo2. The opt944 optiflow + adult nasal cannula was replaced and the patient oxygen saturation recovered to 96% spo2. There was no further patient consequences.

Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported that the tubing of an opt944 optiflow + adult nasal cannula was found to be damaged. The patient oxygen saturation decreased to 70% spo2. The opt944 optiflow + adult nasal cannula was replaced and the patient oxygen saturation recovered to 96% spo2. There was no further patient consequences.